Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported hyperglycemia and diabetic ketoacidosis. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A patient's blood glucose reached greater than 250 mg/dl while wearing the pod for longer than 48 hours on the arm. The patient's blood glucose (bg) history is as follows: (B)(6). Patient reported their blood glucose levels were high and had been hospitalized from (B)(6) 2017 as a result. Patient was seen by a health care professional where they treated patient's high bg with insulin drip through IV and emergency pen; patient was further diagnosed with diabetic ketoacidosis. Patient was removed from the omnipod system per doctor's instructions.

Manufacturer narrative:
Changed to adverse event. Changed to hospitalization-initial or prolonged, required intervention. Changed to serious injury.